Manufacturer narrative:
UDI#: (B)(4).

Event description:
It was reported a revision surgery was performed due to broken legion coupler at tibial baseplate junction. Surgery was extended past 60 minutes.